Event description:
It was reported that the right ventricular (rv) lead had perforated the patient's heart. The patient experienced pain/discomfort and diaphragmatic stimulation. It was noted that there was loss of sensing. The perforation was confirmed via x-ray. The lead was repositioned. No additional adverse patient effects were reported.